Event description:
Initially, it was reported that the patient would undergo generator replacement due to end of service. The surgeon's office later reported that the patient's sister informed him that the patient has a lead break according to the neurologist. The patient was referred for surgery. No known surgical interventions have occurred to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The patient had their generator and lead explanted on (B)(6) 2016. The facility where the explant occurred chose to discard the patient's generator, thus no product was available for return.

Event description:
The neurologist's office indicated that no lead fracture was known to have occurred because the device was not able to be interrogated due to being at end of service. The patient was referred for normal battery depletion and there is no indication that any malfunction has occurred.